Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: requested, not provided. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal device arteriotomy locator does not click into insertion sheath. The angio-seal was never placed in the patient. The event occurred post-treatment. Additional information was received on 10 aug 2023: as a result, the patient was not affected in any way. There was no reported impact on the patient by the event and no effect on the patient's condition from the event and on the outcome.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, and packaging. The device was visually inspected and found to have been in unused condition, and the components were returned mated. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. Non-conformances was completed by the manufacturing facility, and the root cause of the issue was determined to have been a machine repair which occurred on 05 oct 2022 affecting part interference between the hub and the cap. A corrective and preventative action (CAPA) was generated in response to the issue in order to create corrective and preventive actions, and additional information concerning the results of the CAPA will be captured in the CAPA document. The device history record (DHR) review was performed, and no manufacturing issue was identified within the documentation.